Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had several failed battery alarms. The customer stated they have replaced the batteries seven times and is still alarming. Customer stated they had high blood glucose of 273mg/dl, she declined troubleshooting. During failed battery troubleshooting, the insulin pump continued alarming. Advised the customer the pump will be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. No failed battery test or battery out limit alarms were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The pump was received with a cracked case at the display window corners and battery tube threads. The pump had a broken belt clip slot and minor scratches on the lcd window.